Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a pulley cover deformation on the conductor wire. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicate and confirm the complaint " pulley cover deformation." Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure is most common caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement. Energy delivery and electrical continuity tests failed due to the broken conductor wire. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Probable root cause is attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove. Intuitive followed up and obtained additional information. Deformation of the yaw pulley occurred. There was no patient injury. Patient did not return to the hospital. Instrument was returned.

Event description:
Refer to h11 for follow-up information.